Manufacturer narrative:
Correction: it has been reported that the skin had broken down above the implant, but was not infected. Hence, it has been confirmed that there is no infection. This report is submitted on 20 may 2021.

Manufacturer narrative:
This report is submitted on april 9, 2021.

Event description:
Per the clinic, the patient experienced infection and skin breakdown at the implant site, resulting in extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.